Event description:
During an atrial fibrillation procedure, the physician noticed as the hd grid catheter was introduced through the sl1 sheath, that air was aspirated as the sheath was being flushed. The hd grid was retracted and it was attempted once more, then the valve was thick, and the same issue occurred. The sheath was exchanged resolving the issue and the procedure was completed successfully without any consequences for the patient.

Manufacturer narrative:
Additional information: b9, g3, h2, h3. One 8f swartz braided introducer sheath was received for evaluation. Functional testing did not confirm an air leak; however, a fluid leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.